Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during the cataract with intraocular implantation surgery the tip of the irrigation and aspiration tip was broken, and it was retrieved from the eye in the same surgery. The details of the patient impact have not been provided. Additional information has been requested but is not available at the time of this report.